Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a step during testing. The device was not in patient use. The device was returned to the manufacturer for evaluation and the customer's complaint was unable to be confirmed. The device was found to operate and alarm as deigned and passed all testing.

Event description:
The manufacturer received information alleging a ventilator failed a step during testing. The device was not in patient use. The device has yet to be returned to manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.